Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was not provided. Section d6a: na as the lens was removed/replaced during the same procedure. Section d6b: na as the lens was removed/replaced during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - additional surgery (incision enlarged). Section h6- health effect - clinical code 4581 - no code available (incision enlarged). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was found to be cracked after implantation into a patient's right eye. The lens was explanted during the same procedure, and a replacement of johnsons & johnson iol of the same model and diopter was implanted. The surgical incision was enlarged to facilitate removal and replacement. No unplanned medical or surgical interventions such as vitrectomy, incision enlargement or sutures required and no patient injury reported. No delay in procedure reported. The patient outcome was reported as fully recovered. The directions for use were followed. No further information was provided.